Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2018-00895. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 1820334-2018-02866. Occupation - non health care professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to prophylactic- pre-op for gastric bypass surgery. Patient is alleging migration, tilt, vena cava perforation, organ perforation (left renal vein) and embedment. Patient further alleges anxiety. Retrieval attempt (unsuccessful- (B)(6) 2018), second retrieval (successful attempt (B)(6) 2018).

Manufacturer narrative:
Correction: a retrospective review of records performed on (B)(6) 2018 discovered that follow up 1 MDR 1820334-2018-02866 was sent this report has been created as a correction to report the evaluation results. Investigation - evaluation. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - migration, tilt, vena cava & organ perforation, embedded, difficult retrieval, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. One other complaint was received on this lot number and related to same clinical issues (vena cava perforation, tilt, and unable to retrieve), no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Event description:
It was reported that the patient under went to retrieval attempts. The first attempt performed on (B)(6) 2018 was reportedly unsuccessful. After sneering the filter, the patient felt discomfort when manipulating the forceps. Therefore the procedure was aborted. The second attempt perform on (B)(6) 2018 was reported to be successful without complications.

Manufacturer narrative:
E3: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.